Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. The right atrial lead exhibited high impedances. During explant procedure, it was noted that the lead was bent at an angle and was fractured at the bend. The lead was explanted and replaced.